Event description:
Hcp reported that the patient experienced bladder problems (date unk). The week of 12/2001 the patient began experiencing bowel problems as well as the loss of the use of their legs. The patient was on multiple combinations of drugs in pump at high doses. The patient had an MRI and a massive granuloma was found on the tip of the catheter. The device was explanted on 2001 but the device was not returned to the manufacturer for analysis. Hcp reported that the patient is doing well. The hcp has been contacted for additional information.